Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Crosstalk was observed however it was falling into blanking. The device remains in service. No adverse patient effects were reported.